Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The fse tested with a trainer, and the unit showed no helium leak. The unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units helium tank connecting/ low helium. There was no patient involvement.